Manufacturer narrative:
The company representative tested the handpiece, but was unable to replicate anything that would have contributed to the reported issue. The handpiece was manufactured on february 14, 2018. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported abnormal heating of the handpiece before a procedure. There was no patient impact. This is the first of two reports for this facility.